Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the gladiator was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per gladiator elite specification. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximally of the proximal marker band. An examination of the balloon material and proximal marker band identified no issues. A visual and tactile examination was performed on the balloon material, tip, shaft, and markerband of the device and found no issues or damage. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon leak occurred. A 5.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. During the procedure, when the balloon was fully inflated, oozing blood flowed into the pressure pump. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that no pinhole was noted in the balloon.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the gladiator was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per gladiator elite specification. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximally of the proximal marker band. An examination of the balloon material and proximal marker band identified no issues. A visual and tactile examination was performed on the balloon material, tip, shaft, and markerband of the device and found no issues or damage. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon leak occurred. A 5.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. During the procedure, when the balloon was fully inflated, oozing blood flowed into the pressure pump. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that balloon leak occurred. A 5.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. During the procedure, when the balloon was fully inflated, oozing blood flowed into the pressure pump. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.